Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the keypads buttons are sticking. No other information is reported. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Follow-up # 1: 09/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responsive. The keypad cover was removed and all of the button contacts were free of contamination. The pump case was opened and no internal defects were found. Unrelated to the original complaint, it was noted that when the pump was powered on the display was dim and discolored. Also unrelated to the original complaint, there was a crack observed on the battery compartment underneath the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.